Event description:
It was reported that tubing fell apart in patient's throat. All of it was retrieved and procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.